Event description:
A report was received that the patient would undergo a lead revision due to lead migration and a pocket revision due to the patient reporting discomfort at the pocket site. The procedure has been scheduled for a later date.